Event description:
Patient was being treated for iliac aneurysm. After successful deployment of a bifurcated device and an iliac limb extension the or technician over inflated a reliant balloon; which perforated the aortic neck. An occlusion balloon was placed at the renal arteries. When attempting to advance the afx introducer sheath with a dilator the physician experienced difficulty advancing past the iliac limb extension. The afx introducer continued to hang up on the distal end of the iliac limb extension. After multiple attempts and a lot of physical manipulations the afx introducer sheath was successfully advanced into place. An aortic extension was deployed and successfully occluded the perforation. When the physician was retracting the afx introducer sheath it was noted the radiopaque marker band remained inside the patient. The physician pinned the marker band to the iliac limb extension with a balloon expandable stent. The procedure was completed without further complication. The patient was reported to have tolerated the procedure well and has since been released from the hospital.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. The afx introducer system [100] was returned and evaluated. The marker band had separated from the tip of the afx introducer sheath, and there was evidence of significant tearing at the tip of the sheath. This damage appears to have occurred due to excessive force applied during attempted advancements of the catheter.